Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), pelvic pain ("severe pelvic pain") and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)") in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 for birth control as well as medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (a90481) added. Essure removal date (B)(6) 2017 added. Concomitant medication added. Events abnormal bleeding (vaginal), migration of essure device location of device: uterus/ perforation: uterus and essure confirmation test: no were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), pelvic pain ("severe pelvic pain") and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)") in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criterion medically significant), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207 concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : outcome of event, "menorrhagia" was changed to "recovered/resolved". Onset date of event was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), pelvic pain ("severe pelvic pain") and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)") in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone (depo provera) in 2013 for birth control as well as medroxyprogesterone. On (B)(6)2013, the patient had essure inserted. In august 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety, weight increased, feeling abnormal, fatigue and abdominal distension outcome was unknown, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Lot number: a90481, manufacturing date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), pelvic pain ("severe pelvic pain") and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)") in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaid's from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 13 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish. Outcome of event pelvic pain update from recovering / resolving to recovered / resolved. Onset date of event dysmenorrhoea, pelvic pain, uterine perforation were update. Concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), perforation (uterus, fallopian tubes)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, depression, anxiety, weight increased, feeling abnormal, fatigue, abdominal distension and alopecia outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207 she had been treated for bleeding, migration. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain, hair loss. Lot number: a90481 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter added. Event: hair loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On 1-oct-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), perforation (uterus, fallopian tubes)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, depression, anxiety, weight increased, feeling abnormal, fatigue and abdominal distension outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207. She had been treated for bleeding, migration. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Lot number: a90481 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for bleeding changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no." The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced feeling abnormal ("brain fog"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety, weight increased, feeling abnormal, fatigue and abdominal distension outcome was unknown, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: new reporter and event: brain fog ,fatigue and abdominal distension were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') and pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A90481) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multiparous (7 children). Concurrent conditions included vaginal discharge, migraine, anxiety aggravated, bloated feeling, fatigue, difficulty sleeping and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo provera) from 16-sep-2013 to 16-dec-2013 for birth control as well as medroxyprogesterone, nsaids from 2013 to 2017, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("incapacitating dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguis"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: procedure: smooth uterine cavity was noted with patent ostia on the patient's left. Right cornea was noted to have adhesions surrounding tubal ostia. The left tubal ostia was place within the middle of the operative field and the essure device was placed through the operative port with direct visualization of the device into the left tubal ostium up to the black ban weight 226 lb, 229 and 207 . Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhoea, menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event weight gain and new reporter updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dysmenorrhoea ("incapacitating dysmenorrhea") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.